Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "foggy". No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: accordingly, we would like to give a summary of our results regarding the reported issue. During the technical inspection of the returned device, the error description provided by the customer, "foggy" could be confirmed. During the examination of the optics, a chemically and mechanically damaged distal solder seam was detected. Furthermore, impact marks/deformations can be seen in the distal area and on the surface of the sheep. When viewing the imaging, negative focus areas of the optics are visible, which have a negative influence on the imaging and cause distortion/blurring in the imaging. Furthermore, material deformations can be detected around the distal light fibers. The defects/deviations found are not attributable to a manufacturing/production error. The mechanical damage and residues are attributable to clinical use or mechanical damage caused by clinical application/clinical reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).